Event description:
It was reported the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 15.0 mmol/l. Customer's mother did a complete set change, unable to troubleshoot. Air bubbles were also noted in the reservoir. Air bubbles were also a past event and troubleshooting was not performed. Customer was advised how to properly rewind the device and to insure the insulin is at room temperature. Customer's mother does not recall any leak and no air in the tubing. Foams were noted with filling reservoir. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.